Event description:
The customer had originally requested onsite preventative maintenance (pm) of the device and had no alleged problems with its operation. During the pm, the respironics technician discovered that when the dc circuit breaker was pulled (i.e. Loss of power) the audible alarm intermittently would not sound. The device was returned to a respironics vent center for further evaluation.